Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pace impedance of this pacemaker dependent patient increased from 490, to 1000, to 1810 ohms, within 1 year. Pacing threshold is at 1.1v and is good. The right atrial (ra) lead was reportedly fine. Additional information indicated that this right ventricular (rv) lead triggered an alert for high out of range impedances. There were 2 episodes of noise stored and up to 5 seconds of pacing inhibition were observed. During a revision procedure, a tug test was performed, with no issue. The lead was not tested for electrical continuity, as the patient is dependent. Additionally, no lead issues were seen by x-ray. The lead was subsequently abandoned surgically and replaced. The pacemaker was removed and replaced. No additional adverse patient effects were reported.